Manufacturer narrative:
Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the lead insulation proximal to the suture sleeve tie marks which is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.